Event description:
Spontaneous call from patient reporting error of "no disposable, pump won't run." Pt tried 2 cassettes and was receiving error on both pumps. Pt attempted to push bladder in to cassette and it did not resolve the error. No kinks ii tubing. Pt had another mixed cassette and attached during the phone call. The error was resolved. The med was not infusing from the beginning of the call until error resolved. No side effects reported. No additional information, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes, pt has it. Did we replace the cassette? No, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.